Event description:
Caller reported a malfunction on pump but no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support to reset the pump, and the malfunction did not recur after the reset. Customer was advised to continue using the pump and to contact support if the issue reappears, which the caller acknowledged and understood.